Event description:
Event description guidant received information that during an evaluation of this device, the field representative observed right ventricular loss of capture and undersensing. This patient had an underlying atrial fibrillation and indicated that they had a slight headache. An x-ray was performed and the physician discovered that the ventricular lead had dislodged.